Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) with a question about a 2008t hemodialysis (hd) machine not removing the correct amount of weight from a patient. The biomed had already performed all ultrafiltration (uf) pump calibrations/checks and wanted to know what else to do. The ts representative advised the biomed to request on-site service. Upon follow-up with the biomed, little additional information was provided. The biomed confirmed the staff had reported that the machine seemed to have removed too much fluid during a patient¿s hd treatment. However, the patient was able complete treatment on the machine without any injury or harm. The biomed did not think there were any alarms during the treatment. They were unsure why the staff thought the machine removed too much fluid. The biomed was also unsure if the same scale was used before and after the treatment. The biomed was not aware of any patient complaints or symptoms. Following the treatment, the machine was removed from service for evaluation. The biomed performed a uf pump calibration on the machine as well as a patient simulation. They were unable to find any issues with the machine during the evaluation, and no parts had to be replaced. The biomed said they called back ts to request on-site service from a field service technician (fst), just to double check there was nothing wrong with the machine. The biomed could not confirm that the alleged machine issue was caused by operator error, but they said that it was certainly possible. The biomed was unable to provide any patient details. At the time of follow-up, the machine was still out of service. Multiple follow-up attempts have been made, and thus far no further details are available.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) with a question about a 2008t hemodialysis (hd) machine not removing the correct amount of weight from a patient. The biomed had already performed all ultrafiltration (uf) pump calibrations/checks and wanted to know what else to do. The ts representative advised the biomed to request on-site service. Upon follow-up with the biomed, little additional information was provided. The biomed confirmed the staff had reported that the machine seemed to have removed too much fluid during a patient¿s hd treatment. However, the patient was able complete treatment on the machine without any injury or harm. The biomed did not think there were any alarms during the treatment. They were unsure why the staff thought the machine removed too much fluid. The biomed was also unsure if the same scale was used before and after the treatment. The biomed was not aware of any patient complaints or symptoms. Following the treatment, the machine was removed from service for evaluation. The biomed performed a uf pump calibration on the machine as well as a patient simulation. They were unable to find any issues with the machine during the evaluation, and no parts had to be replaced. The biomed said they called back ts to request on-site service from a field service technician (fst), just to double check there was nothing wrong with the machine. The biomed could not confirm that the alleged machine issue was caused by operator error, but they said that it was certainly possible. The biomed was unable to provide any patient details. At the time of follow-up, the machine was still out of service. Multiple follow-up attempts have been made, and thus far no further details are available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, and thus the complaint was not confirmed.